Event description:
The wire was advanced into the rpa, and upon attempt of removal, it uncoiled and broke off. The company who makes the wire was consulted, and said they have never heard of this happening at the spot in the wire where it occurred. Most of the wire was removed with various techniques, and the tip of the broken off wire was left in the patient. All pieces of the wire retrieved were kept for inspection.